Manufacturer narrative:
Batch review performed on (B)(6) 2022. Lot 2004205: 36 items manufactured and released on 23-jul-2020. Expiration date: 2025-07-12. No anomalies found related to the problem. To date, 30 items of the same lot have been sold without any similar reported event during the period of review. Other components involved: ball heads: mectacer 01.29.208 biolox delta ceramic ball head 12/14 ø 36 size s - 4 (k112115) lot. 2115382: 149 items manufactured and released on 14-feb-2022. Expiration date: 2027-02-02. No anomalies found related to the problem. To date, 104 items of the same lot have been sold without any similar reported event during the period of review. Cup: mpact 01.32.160sh acetabular shell ø60 no-hole (k132879) lot. 2105774: 46 items manufactured and released on 25-aug-2021. Expiration date: 2026-07-28. No anomalies found related to the problem. To date, 25 items of the same lot have been sold without any similar reported event during the period of review.

Event description:
The patient came in reporting pain due to a hematoma. At 1 week post primary the surgeon explanted the head and liner and in the process, the cup spun out. The surgeon performed a washout and revised the head, liner and cup and the surgery was completed successfully.